Manufacturer narrative:
The pump was received with a frozen display due to a faulty component on the interface board. No blank display or constant tone was noted during testing. Unable to perform the functional testing due to the frozen display. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the he dropped the insulin pump on the tile and it will not turn on. Customer stated that he pressed the buttons and it would not switch screens. Customer stated that he changed the battery and he got a long beeping noise. Customer's blood glucose was 212 mg/dl at the time of the incident. Customer stated that the battery compartment and spring are not damaged or corroded. Customer inserted a new battery but the display did not return. Customer is receiving a constant tone. Customer rested the pump for 10 minutes and stated that the new battery did not restore normal pump function. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.